Event description:
Patient reports "unable to wear a bra as breast became hard and painful. " ¿night sweats. Weight loss. Increased fatigue .¿are not device related. ¿enlarged lymph nodes in neck. Pain in armpit. Itchy skin on the breast. Pain in the breast, aching and burning pains mainly." The device remains implanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reports "unable to wear a bra as breast became hard and painful. " ¿night sweats. Weight loss. Increased fatigue .¿are not device related. ¿enlarged lymph nodes in neck. Pain in armpit. Itchy skin on the breast. Pain in the breast, aching and burning pains mainly." The device remains implanted. This record relates to the left side.

Event description:
Patient reported left side "unable to wear a bra as breast became hard and painful. " ¿night sweats. Weight loss. Increased fatigue .¿are not device related. ¿enlarged lymph nodes in neck. Pain in armpit. Itchy skin on the breast. Pain in the breast, aching and burning pains mainly." Patient undergone capsulectomy. Device has been explanted and was not replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: visibility/palpability: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device varied injuries-ndr: unable to confirm as it is a medical event not related to the device . Varied injuries-ndr: unable to confirm as it is a medical event not related to the device. Malaise-ndr: unable to confirm as it is a medical event not related to the device . Lymphadenopathy: unable to confirm as it is a medical event not related to the device. Pruritus unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure unable to confirm as it is a medical event not related to the device. Capsular contracture unable to confirm as it is a medical event not related to the device. In the photo observed two devices inside of the plastic bag the device both with red particles in the surface of the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported left side "unable to wear a bra as breast became hard and painful", ¿night sweats", "weight loss","increased fatigue" are not device related. ¿enlarged lymph nodes in neck. Pain in armpit. Itchy skin on the breast. Pain in the breast, aching and burning pains mainly." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ visibility/palpability: unable to observe as it is a medical event not related to the device. ¿ pain: unable to observe as it is a medical event not related to the device. ¿ varied injuries-ndr: not applicable as the event is not related to the device capsular contracture: unable to observe as it is a medical event not related to the device. ¿ anxiety - product/procedure: unable to observe as it is a medical event not related to the device. ¿ lymphadenopathy: unable to observe as it is a medical event not related to the device. ¿ malaise - ndr: not applicable as the event is not related to the device. ¿ pruritus: unable to observe as it is a medical event not related to the device. Additional observations: ¿ deformation observed. ¿ wear abrasion observed. ¿ brown and yellow particles observed on the surface of the shell. No further actions are required as the device was implanted.